Event description:
It was reported that the customer had an issue where the pump sometimes does not deliver insulin. Customer stated that the insulin is not coming out or it stops halfway through the tubing. Customer has not used it since last year. Customer received a letter about the revel bolus button getting stuck down. Customer stated that it seems like it is not pushing insulin through the tubing. Customer stated that she stopped using her pump because of gastroparesis and celiac disease. Customer was hitting lows in her sleep because her food does not digest. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted to the keypad traces. No stuck buttons or unlocked keypad connector was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.